Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be. The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint regarding a broken instrument was confirmed by failure analysis. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the provided image is consistent with the allegation of a broken harmonic ace instrument. The blade was completely detached from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was broken at the beginning of the procedure. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Primary product UDI number was updated to(B)(4).

Event description:
Refer to h11 for follow-up information.